Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the missing adhesive bond on the curved rubber section could not be determined. The event can be prevented by following the instructions for use which state precautions 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited the adhesive bond on the curved rubber section was missing. There was no patient involvement.